Manufacturer narrative:
Device analysis report attached. This report is submitted on june 06, 2024.

Manufacturer narrative:
This report is submitted on may 31, 2019.

Event description:
Per the clinic, the patient experienced skin flap breakdown at implant site and subsequently was administered oral antibiotics (duration not reported). The issue could not be resolved resulting in explant of the device on (B)(6) 2019. Re-implantation is planned but hasn't taken place as of the date of this report.